Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an angioplasty, an enterprise 2 4mmx39mm intracranial stent (encr403912, 7835934) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not pass through the microcatheter (mc). The physician removed the stent and microcatheter from the patient and replaced it with a new stent and used the same microcatheter to complete the procedure. The surgery was prolonged about 10 minutes. No patient injury was reported. Additional event information received on 21-aug-2024 indicated that the microcatheter did not kink/bent. They were not able to torque the device. The resistance was felt at the shaft of the device.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during an angioplasty, an enterprise2 4mmx39mm intracranial stent (encr403912, 7835934) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not pass through the microcatheter (mc). The physician removed the stent and microcatheter from the patient and replaced it with a new stent and used the same microcatheter to complete the procedure. The surgery was prolonged about 10 minutes. No patient injury was reported. Additional event information received on 21-aug-2024 indicated that the microcatheter did not kink/bent. They were not able to torque the device. The resistance was felt at the shaft of the device. A non-sterile enterprise2 4mmx39mm intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent component was found detached from the delivery unit. The distal end of the delivery wire was found kinked. No other damages were noted. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was also inspected under magnification, and the concentric loops were found slightly stretched. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the enterprise system becoming impeded in the microcatheter could not be evaluated due to the detached condition of the stent. The stent must be inside the introducer and attached to the delivery wire in order to perform a functional test. With the limited information available and the evidence obtained from the device inspection, there is no clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. The kinked condition of the delivery wire suggest that excessive manipulation could had been inadvertently applied in the attempts to overcome the impeded condition of the stent through the microcatheter, therefore, the customer complaint is confirmed. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. The detached condition of the stent was not originally reported, the exact time of occurrence cannot be determined; therefore, this is not considered related to the issue reported. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following caution and recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.